Manufacturer narrative:
Our reference number: case (B)(4).

Event description:
It was reported that, during set up or inspection, when batteries were inserted to a brand-new pico 7, all the indicator lamps illuminated and the pump did not work. The procedure was completed without delay using a smith & nephew back-up device. No other complications were reported.

Manufacturer narrative:
We have now completed our investigation into the reported complaint. A review of the batch manufacturing records could not be performed as no lot number was provided, however, there are no indications to suggest that the device did not meet specifications upon release into distribution. The complaint history file contains further instances/ related events of the reported event. The device was used for treatment. The returned device underwent a product evaluation. An initial visual inspection did not identify any issues. When fresh batteries were inserted all indicator lamps solidly illuminated, confirming the device had entered an error state. This confirmed a relationship between the event and the device. Device performance data confirmed that the device has failed due to a sudden pressure drop, indicating that the device was probably disconnected from the dressing or external pressure conditions caused the device to fail. Otherwise, the pump passed all the performance tests, therefore the reported complaint is not product related as the failure mode is due to an external source. No further actions by smith and nephew are deemed necessary at this stage. However, we will continue to monitor for any adverse trends relating to this product range. Smith and nephew acknowledge customer concern and are continually investigating ways to develop and improve our products.